Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed fracture of inner coil. Near is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted as placement difficulty was encountered. This lead was also noted to have exhibited helix retraction issues. After product investigation analysis fracture of the inner coil of the lead was confirmed. No adverse patient effects.